Event description:
It was reported that during preparation, when removing the protective sheath, the stent dislodged from the balloon. The sheath was tight, but there was no force used to remove the sheath. A same size herculink elite ws used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects as there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.